Event description:
A surgical coordinator reported a pt with an unexpected postoperative refractive outcome with over-corrected cylinder following intraocular lens (iol) implant surgery. The lens was exchanged for the same model lens but with different spherical and cylindrical power. Additional info was received from the surgeon who described the event as flipped astigmatism. She reported that, at one day post-exchange, the pt's visual acuity is 20/30 and the replacement lens is in the bag.

Manufacturer narrative:
Eval summary; the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).